Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) did not correctly calculate the battery voltage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Battery status shows used battery capacity of 1581 mah. Device battery longevity not calculated due to programmer software not expecting used battery capacity greater than assumed max deliverable battery capacity of 1550 mah. If information is provided in the future, a supplemental report will be issued.